Event description:
It was reported that during a sleeve gastrectomy procedure, the device leaked air. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.